Event description:
Pt died in house fire, he was on fire. Oxygen explosion during fire. Reported pt caught himself on fire with oxygen on at time of incident, unclear if pt was smoking or attempting to smoke. Pt was a hospice pt in his own house. Pt had end stage copd and was oxygen dependent. There was a fire in pt's apartment on (B)(6) 2018 and significant other reported that pt caught himself on fire and died as a result of the fire. There was significant damage to the home from the fire. It is unclear at this time if the pt was actively smoking at the time he caught himself and the apartment on fire. Oxygen was supplied through contracted vendor, (B)(4), on behalf of (B)(6) hospice. There was a known oxygen concentrator in the home as well as small portable tanks of oxygen and larger emergency tanks of oxygen. Due to the fire, (B)(6) hospice staff unable to identify the exact make, model and MFR of oxygen concentrator and portable oxygen tanks. (B)(4), the contracted dme equipment company will also be submitting a report with more equipment details related to this incident. (B)(6) hospice does not have access to a report from the fire marshall at this time. No coroner report available at this time.